Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. Customer's blood glucose level ranged from 90 to 140 mg/dl. Customer confirmed pump display turned on when plugged into a power source. The malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer also had manual injection supplies available.